Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a system failure error that has a constant alarm and requesting biomed, even with biomed password entered error will not go away, possible board failure. There was no patient injury reported.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: there was no incorrect volume of the pump, the pump had a system failure error when turned on and constant beeping; date of failure was (B)(6) 2022; there was no patient involvement; no patient harm was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced the defective speaker. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 07-apr-2016.